Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd noted.

Event description:
The customer reported via phone call that the insulin pump had dropped and it was not working. Customer's blood glucose value was 384 mg/dl. Customer stated that insulin pump had damage on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.